Manufacturer narrative:
After chamber cleaning was completed by user facility personnel, they attempted to drain the cleaning chemical from the unit. Per the amsco 400 series steam sterilizer operator manual, standing liquid can be drained by initiating a cycle and immediately aborting it. User facility personnel followed this process, however, after the cycle was aborted a small amount of cleaning chemical remained. User facility personnel repeated the process, however, did not immediately abort the cycle as instructed. This caused steam to mix with the remaining cleaning chemistry. An employee then opened the sterilizer door, and a mixture of steam and chemical emitted from the unit, subsequently causing the reported event. A steris service technician arrived onsite following the reported event to inspect the unit and found the unit to be operating properly. The technician was unable to recreate the reported event, and the unit was returned to service. The amsco 400 series steam sterilizers operator manual states, "if the water does not drain completely, it may be necessary to initiate a cycle and immediately abort it. The cycle/abort action opens the sterilizer drain, draining the water from the chamber." User facility personnel were counseled on the proper use and operation of the amsco 400 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that multiple employees experienced dizziness and lightheadedness after cleaning the chamber of their amsco 400 sterilizer. The employees visited the ER. It is unknown if type of medical treatment was administered.